Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), middle cerebral artery (mca) and, a2 segment of the anterior cerebral artery (aca) using a penumbra system red 62 reperfusion catheter (red62) and a non-penumbra large bore catheter. During the procedure, the physician used the non-penumbra catheter to remove the ica terminus occlusion and the m1 occlusion of the mca. Next, while advancing the red62 to remove a third clot in the a2 segment of the aca, the physician noticed extravasation had occurred at the ica and aca. Subsequently, the physician noticed the ica had ruptured and the patient expired shortly after. The relationship between the red62 to patient''s death is unknown.

Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product was not returned for evaluation. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, vessel spasm, thrombosis, dissection or perforation, including death. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.